Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain dreamstation humid. The manufacturer received humidifier with complaint of runny nose after using device. No other peripherals or accessories were returned with the device. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed evidence of sound abatement foam degradation which was observed in the base unit. Pil can confirm sound abatement foam degradation, but it is unable to determine if it is the cause of the patient¿s complaint. Pil finds that other contaminations located in this investigation were sourced from external environmental conditions. Secondary findings: dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, humidifier enclosure, and airpath, suggesting a source external to the device. Humidifier flip lid seal was severely yellowed. Slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination observed. Pil retrieved the error log. There were 5 instances of continue error codes were observed. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In box h: labeled for single use has been corrected in this report.